Event description:
The patient mentioned unrelated medical history. This included patient mentioned they have been sick since september and it has affected their mind and memory. Patient also said they have a pain stimulator from abbott provided phone number. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".